Event description:
The pt reported that the infusion device often displays e4 (occlusion) error and she has experienced elevated blood glucose of up to 320 mg/dl in 2009, her blood glucose measured 180 mg/dl at 10:00 pm. In the next day, her blood glucose measured 320 mg/dl at 6:30 am and she vomited. An e4 was displayed on the infusion device. Her normal blood glucose level is 100 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.